Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a clinical report of an observational study (B)(4), sponsored by baxter) from a physician in (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd1 and extraneal therapies. On (B)(6) 2006, the subject began therapy with dianeal pd1, 1.36% and 2.27% (7500 ml every day, lot number not reported) and extraneal (unspecified formulation, container, and strength) (2000 ml every night, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal and extraneal was not reported. It was reported that on (B)(6) 2009, the subject experienced bacterial peritonitis. On the same day, empiric (skilled) treatment with ceftriaxone, ip, and oral ciprofloxacin (doses and frequencies not reported) was started. On (B)(6) 2010, treatment with ceftriaxone and ciprofloxacin ended. The reporter stated the primary contributing factor to the event was break in sterile technique. No other causality statement was provided. On an unreported date, the patient recovered from the peritonitis. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported the cause of peritonitis was due to a break in aseptic technique. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.